Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lidstock with a potentially relevant finding based on complaint (B)(4). The customer reported the kit was not completely sealed. The customer returned one sealed kit (reference attached files (B)(4)). Visual examination of the returned kit revealed the bottom portion of the tray appears to be missing adhesive. No other defects or anomalies were observed. A nonconformance has been initiated to further investigate this complaint issue. The reported complaint of the kit not being completely sealed was confirmed based on the sample received. Visual examination of the returned kit revealed the bottom portion of the tray appeared to be missing adhesive. A device history record review was performed with a potentially relevant finding on the lidstock. Based on the tray missing adhesive, the potential root cause of this complaint issue is manufacturing related. A nonconformance has been initiated to further investigate this issue.

Event description:
The doctor did inventory check and found that the package opening was not completely sealed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The doctor did inventory check and found that the package opening was not completely sealed.